Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d8, g3, g6, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: chipped lenses, fiber breakage, damaged at distal end, bent on tube, image out of view, light transmission failed. Based on the results of the investigation, a root cause could not be identified for the chipped lenses, fiber breakage, damaged at distal end, bent on tube, image out of view, light transmission failed. Black circle in center due to chipped lenses. The most probable cause of the complaint "black circle in center" is traced to component failure which means that expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device presented black circle in the center. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.